Event description:
Index surgery: (B)(6) 2017. Due to residual pain, the surgeon asked for a scintigraphy that shows an aseptic loosening on tibial side. The case report form indicates this event is definitely related to devices and possibly related to procedure.

Manufacturer narrative:
This event report was received through clinical data collection activities. Engineering evaluation noted that the revision reported was likely the result of insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the tibial side.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Due to residual pain, the surgeon asked for a scintigraphy that shows an aseptic loosening on tibial side. The case report form indicates this event is definitely related to devices and possibly related to procedure. Pending evaluation.